Event description:
The customer discovered questionable vancomycin results after qc was out of range. After the qc failure, the customer mixed the reagent pack, ran qc with acceptable results and repeated patient samples that had been tested since the last acceptable qc. Of the data provided for three patient samples, only the results for one patient sample were discrepant. The testing was performed on cobas c501 serial number (B)(4). The initial result was 9.2 ug/ml and the repeat result was 6.2 ug/ml. The initial result was reported outside the laboratory and then corrected with the repeat result. There was no adverse event. The customer declined a service visit and believed the issue was resolved by mixing the reagent pack. A specific root cause could not be identified based on the provided data. Additional information for further investigation was requested but was not provided. Product labeling documents that patient and qc results may drift after one or two days due to the reagent position on the analyzer rotor. The exposure to a cool air stream can lead to condensation in the reagent. This issue can be resolved with manual mixing of the reagent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.